Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention device issue: none. It was reported that restenosis occurred more than a month after the initial stent was implanted, requiring additional pci. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the experience information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of pt benefit. There does not appear to be any indications of a stent delivery system quality problem.